Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging lymphoma, low-grade b-cell and headache. The patient also alleged of having surgery but there are other tumors growing slowly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lymphoma, low-grade b-cell and headache. The patient also alleged of having surgery but there are other tumors growing slowly. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no other clinical information provided to indicate any causal relationship between the device and the harm reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section b3 has been corrected / updated in this report.